Event description:
As reported by the user facility: had piggyback infusion of 10 meq kc1 in 100ml to infuse at 100cc/hr. Started infusion, about 10 minutes later, patient complained of burning to IV site. Nurse was decreasing rate to 50cc/hr and noted ivpb empty. Pump being checked by hospital biomed. Additional information received from the sales rep indicated the patient did receive the entire dose of potassium. No pt injury was reported. No additional information is available. The sample is not available for evaluation.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated and the actual lot number is unknown. Without the sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn.